Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in the peroneal artery. During a peripheral runoff procedure, a 135cm rubicon¿ 14 support catheter was used in conjunction with an unspecified guidewire to treat the target lesion. However, it was noticed that the guidewire was stuck inside the 135cm rubicon¿ 14 support catheter. No patient complications were reported.